Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fluctuating heart rates and possible loss of consciousness. It was further reported that the right ventricular (rv) lead exhibited one under-sensed beat. It was also reported that the implantable pulse generator (ipg) exhibited a lack of pacer spikes. The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.